Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at a rate of 100ml/hr via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of levaquin 500mg/100ml, which is yellow in color, at the rate of 100ml/hr, and a duration of one hour. The primary solution container was lowered below the secondary solution container. It was reported that 30 mins after the levaquin was started, the nurse noted that the secondary solution container was empty, and the primary solution container contained yellow colored solution that had backflowed from the secondary container. It was reported that the pump displayed a volume to be infused (vtbi) of 57ml. It was reported, the delivery was stopped and the tubing sets were removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).